Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A customer reported a physician was performing renal biopsy and the device was firing but not collecting samples after the first pass. 1 of the 10 passes attempted only collected a sample.